Event description:
Hcp reported the patient presented with an increase in pain. There were no other associated withdrawal symptoms as the patient was always on oral analgesics. A "dye study" revealed a rotor stall. The device was explanted and replaced. The patient is doing great now.